Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced high blood glucose. Blood glucose level at the time of the incident was 24.6 mmol which was treated with bolus. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated auto mode feature was used at the time of event. Customer stated they had recently went through foot surgery. The insulin pump will not be returned for analysis.